Manufacturer narrative:
Per the available information, the device remains implanted and reoperation has been rescheduled due to patient's upper gi bleed. Bioprosthetic valve stenosis can be caused by multiple factors such as, but not limited to, calcification and pannus growth. Without return of the valve for evaluation, the root cause for this stenosis cannot be confirmed. However, it is likely that the patient's age and medical history may have contributed to this event, in addition to intrinsic properties of the valve itself. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency during manufacturing. Additional information regarding patient status and reoperation will be reported if received.

Event description:
It was reported via clinical affairs that a patient with an implanted aortic bioprosthetic valve was diagnosed with severe aortic stenosis (ava 0.89 cm2, av mean gradient 41 mmhg), after an implant duration of approximately 10 years. Patient's symptoms are primarily those of dyspnea on exertion, episodes of shortness of breath at night, and some dizziness or light-headedness. The patient was to have a valve in valve procedure with an edwards' transcatheter heart valve, however, this has been delayed due to an upper gi bleed.